Manufacturer narrative:
No product was received as no product fault was alleged. No radiographs could be provided confirming the alleged complaint. Review of the reported event identified the combing of nuvasive and another manufactures products and is considered of label usage as results are unknown. No additional investigation required. Label review "... Potential adverse events and complications - as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: damage to blood vessels..." "...compatibility: do not use nuvasive instruments with components of other systems. Unless stated otherwise, nuvasive devices are not to be combined with the components of another system..." "...pre-operative warnings - the method of use for the instruments are to be determined by the user¿s experience and training in surgical procedures..." "... Intra-operative warnings - it is important that the surgeon exercise extreme caution when working in close proximity to vital organs, nerves, or vessels, and that the force applied to the instrumentation is not excessive, to prevent potential injury to the patient...". No device fault alledged.

Event description:
On (B)(6) 2022 a patient underwent a posterior spinal procedure from l4-l5. During the procedure a competitor bone funnel was inserted into the disc space to insert autologous bone when bleeding was observed. Hemostasis was performed, but blood pressure was low (50/30), so the planned posterior fixation was not performed. The patient was transported to other facility and a stent was placed. The amount of blood loss is unknown. The bleeding was suspected to have occurred anteriorly as there was a possibility the disc was damaged during curettage with the ring curette. The root cause could not be confirmed. The patient is recovering well and posterior fixation is planned to be performed at a later date.